Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that unintended material was left in the joint.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: white band around the end of the probe came off inside the joint. Probable root cause: protective measures: 100% visual inspection info: instructions for use statements: overuse may cause excessive electrode wear. Do not use the probe as a tool for the mechanical displacement of tissue or bone. Do not use excessive force when inserting or removing the probe. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that unintended material was left in the joint.